Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.

Event description:
The facility alleges the device burnt the pt's lip. This condition occurred during a t&a (tonsils and adenoids) procedurein 2007. The electrode pencil was in the back of the pt's throat. The junction where the pencil and electrode meet was at the corner of the pt's mouth and burnt the pt's lip. The doctor referred the pt to a plastic surgeon.